Manufacturer narrative:
Not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient suffered an accident at school and that the patient's mother noticed an edema and hematoma on the frontal zone of the patient's head on (B)(6) 2014. On (B)(6) 2014, a hematoma appeared on the jawbone. Re-implantation is being considered.